Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered more insulin via a bolus than intended. The customer's blood glucose (bg) level was below 40-60 mg/dl. Customer consumed glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.